Event description:
It was reported that sometime post a port placement, the catheter allegedly detached from the port body inside the patient. There was no reported patient injury.

Manufacturer narrative:
H10: h10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However. Photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year seven months and twenty- eight days post a port placement, the catheter allegedly broken into segments. It was further reported that catheter allegedly migrated to the hepatic vein and had to be removed with a snare. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one clearvue slim implantable port attached to a catheter in two segments and an unknown brand snare retrieval kit were return for sample evaluation. Along with return sample one electronic photo and one x- image provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete diagonal break was noted to the distal end of the attached catheter that was distal to the cath-lock. A complete diagonal break was noted to the proximal end of the distal catheter segment. Break surface was noted to be granular. The edges of the complete diagonal break on the proximal end of the distal catheter segment were noted to be uneven and the surface was noted to be granular. The port was patent to both infusion and aspiration without issue. For catheter segments aspiration was attempted and was successful. X ray image depicted the catheter was located in the subclavian vein and extends to the hepatic vein. The catheter was broken. No anomalies were noted in photo review. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and identified wear and deformation issue. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.